Manufacturer narrative:
E.8. Initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during transport bd vacutainer® k2e 3.6mg plus blood collection tubes, the stopper crept out in one tube and spilled the sample. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary bd had not received any samples or photos for investigation. Therefore, 10 retained samples were functionally tested. None of the cap/stopper assemblies popped off. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: stopper creepout. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported during transport bd vacutainer® k2e 3.6mg plus blood collection tubes, the stopper crept out in one tube and spilled the sample. No adverse impact was reported regarding the patient or user.